Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d4, d10, g4, h4, h6 the following sections were corrected: d1, d10: 204-63-05 - tibial augment block 1/2-sz 3 5mm 3574021, 204-04-43 - trapezoid tibial tray sz 4f/3t 4f/3t 3710427, 204-63-05 - tibial augment block 1/2-sz 3 5mm 4654381, 200-02-35 - three peg patella 35mm 5157978, 244-03-04 - optetrak asy, hi-flex ps cem fem, sz 4, right 5295836.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, a patient underwent an initial total knee arthroplasty. Subsequently, the patient experienced septic arthritis of the right knee to the upper limbs with pain and stiffness. The patient underwent percutaneous transtracheal jet ventilation (ptjv) in 2t requiring debridement, antibiotics, and implant retention (dair) post-op. The patient took antibiotics to treat their biofilm for six months and it went well. No further information provided.